Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was cloudy a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the image was cloudy due to damaged components. The cause of the damaged components was attributed to improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had a cracked lens. There were no reports of patient harm.